Event description:
Case description: investigational result: novofine - batch unknown no investigation was possible, because neither sample nor batch number was available. Novopen - batch unknown no investigation was possible, because neither sample nor batch number was available. Ryzodeg 70/30 flextouch - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: malfunction, is non reportable field updated for novopen and novofine. Qc result ans qc comment field updated for all suspects. Expected date of fu updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer's comment: the suspected device novopen has not been returned to novo nordisk for evaluation. Specific name of the device unknown. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. H3 continued: evaluation summary: novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Patient was not mobile and was hospitalized [mobility decreased]. Getting bent needles [needle issue]. Patient had trouble using the novopen for the penfills [device issue]. Case description: this serious spontaneous case from australia was reported by a pharmacist as "patient was not mobile and was hospitalized(mobility decreased)" with an unspecified onset date, "getting bent needles(needle bent)" with an unspecified onset date, "patient had trouble using the novopen for the penfills(device issue)" with an unspecified onset date, and concerned a female patient who was treated with novofine (needle) from unknown start date for "device therapy", , novopen (insulin delivery device) from unknown start date for "device therapy", , ryzodeg penfill 100 u/ml (insulin aspart, insulin degludec) from unknown start date for "product used for unknown indication", patient's age, height, weight and body mass index (bmi) was not reported. Dosage regimens: novofine: novopen: ryzodeg penfill 100 u/ml: medical history was not provided. On (B)(6) 2024 patient was hospitalised as the patient was not very mobile. Patient was getting bent needles when using the novopen for the penfills. And had trouble when using the novopen for the penfills. Type of novopen and novofine needle were not specified. Other details of hospitalization were not reported. Batch numbers: novofine: requested. Novopen: requested. Ryzodeg penfill 100 u/ml: requested. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "patient was not mobile and was hospitalized(mobility decreased)" was not reported. The outcome for the event "getting bent needles(needle bent)" was not reported. The outcome for the event "patient had trouble using the novopen for the penfills(device issue)" was not reported. Since last submission the case has been updated with the following: -non valid and ord 6 classification were removed. -patient gender added. -device addendum- device narrative regenerated. -narrative updated accordingly. On 07-aug-2024, case status changed from non valid to valid due to the addition of patient gender. References included: reference type: (B)(4). Reference ID#: (B)(4). Reference notes: